Manufacturer narrative:
The exact model number or serial number of the subject device was not provided. Moreover, the subject device remains implanted in the patient; therefore, analysis of the valve could not be performed to confirm the reported event. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Without return of device for evaluation, the specific mechanism leading to this explant cannot be identified or evaluated. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that the patient underwent surgery for a valve-in-valve replacement in the pulmonary position after an implant duration of approximately eight (8) years due to degeneration. An edwards 29 mm sapien xt valve was successfully implanted within the existing edwards 27mm perimount valve. The patient outcome was noted as good. No other additional information or medical records are available.